Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported from the hospital that: "during the pre drilling the drill bit broke. It was not possible to retrieve the broken part.

Manufacturer narrative:
The reported event that drill bit ø2.5x125mm ao fitting was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by overload and insufficient reprocessing and care of the device. The drill bit was received for evaluation broken, at the tip. The device inspection revealed that the surface of the drill bit looks quite used. The edges of the remaining helix are blunt. The broken surface appears to be the result of a brittle overload fracture. Such a fracture can occur due to excessive force being applied on a specific part of the device. The manufacturing inspection of the drill bit did not indicate any malfunctions. Most likely, during usage of the device, excessive torque was applied, while twisting the drill bit into the bone. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the drill bit and lead to such a breakage. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ users should always read the instructions provided before using a specific instrument/implant. Moreover, excessive usages of the drill bit could burden even more its integrity, which could be compromised, and as a result lead to such a breakage. In the cleaning and sterilization guide it is written that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ however, it is advised that the drill bits should be considered as ¿single patient use devices.¿ therefore they should not be used in more than one surgical operation. The received drill bit was manufactured in 2012 (5 years before breakage) and looks quite used; which could indicate that it has been used more than once. ¿in case of failure, the instrument must be replaced and not be used.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported from the hospital that: "during the pre drilling the drill bit broke. It was not possible to retrieve the broken part. Piece too buried to recover it in full. Extension of intervention.